Event description:
Reporter called on behalf of her father. The father was getting the er1 message. Technique was found to be improper. Reporter reviewed technique while on the phone. Reporter retested successfully and rec'd a blood glucose value of 179 mg/dl.